Event description:
It was reported from canada that the battery oscillator device did not hold the blade device. During in-house engineering evaluation, it was observed that the trigger was sticky. It was further determined that the knob of the device was loose, which was consistent with a design error. The device was disassembled, and it was observed that the internal mechanism had debris, corrosion, rust, and the motor was identified to be worn. The device was visually inspected, and it failed visual inspection due to the loose knob. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger and check oscillation frequency with frequency meter. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: cutter device service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition of the sticky trigger, identified during service and evaluation was confirmed. It was determined that the issue related to the loose knob was due to a design issue, which has been escalated to a CAPA. All the other issues identified were due to component failure from wear. The assignable root causes were determined to be traced to component failure from wear and device design. UDI: (B)(4).